Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump¿s display was blank. The device had beeped for a new battery and when they changed the battery the device would not turn on. They tried using three batteries. The customer¿s blood glucose was 188 mg/dl. Troubleshooting was performed. They removed the battery from the device. The insert battery alarm did not display on the insulin pump¿s screen. The customer stated that the contacts on the battery cap were missing. They were advised to discontinue use of the device and revert to back-up plan until a new battery cap arrives. The device will not be returned for analysis.